Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, charge/battery lasts less than expected anomaly, prime/fill anomaly and excessive no delivery alarm due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin received unexpected no delivery alarm and grinding when rewinding and buttons were having to press a few more times to get it to work. Customer also reported that battery was dead. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.